Event description:
Under going ultrasound therapy on her back & noted a burn on her skin under her left breast. Size approx 1-1 1/4 diameter. She visited a dermotologist who prescribed cortisone. On 2-10-98 investigator visited the office to interview the physical therapist to investigate a complaint of a burn from an ultrasound machine. The complainant allegedly rec'd a burn through her back from the ultrasound to her lower chest. Pt contacted FDA on 1/30/98 regarding the incident that she stated occurred from ultrasound treatment from a dynatron ultrasound machine. Ultrasound treatment was performed on 1/21/98 using 2.5 watts (50 % power). The pt, reported the incident to therapist on 1/22/98. Therapist stated she had the ultrasound calibrated on 12-17-97 and had been using it for 3 yrs prior to the incident, with no other complaints. Pt has not returned calls to therapist since the incident. The ultrasound MFR, dynatroncis, 7030 park center dr, salt lake city, ut 84121, picked up the ultrasound for testing and replaced the machine with a different model. Investigator spoke with complaint mgr who stated his firm tested the suspect ultrasound machine and rec'd normal results. Mgr said he had no reports of any burn occurrences with the ultrasound and that there were no similar reports in the firm's device history file. He also said he was going to classify the incident as a mild skin irritation and that it was an extremely rare occurrence. Mgr said he spoke with pt and she stated she was considering obtaining an attorney. Investigator attempted to reach pt by telephone on 2/9, 10 and 11/98 to receive permission to obtain med records from the dermatologist that treated her alleged burn. Investigator left two messages and did not receive any response. On 2/20/98, investigator rec'd a message from pt regarding a dynatronics ultrasound burn incident that occurred on 1/21/98. Pt had been out of town and investigator had been unable to contact her prior to 2/20/98 for an interview. On 2/23/98, investigator contacted pt by telephone and she stated her alleged ultrasound burn had healed. However, she was concerned about possible internal organ damage. Pt had been examined by an intern and was told by the intern that it was unlikely an ultrasound would cause internal organ damage. Investigator stated that district office had not had any similar complaints regarding ultrasound burns. She was told that her complaint would be forwarded to the district office to be followed up during the next inspection of the ultrasound MFR, dynatronics.